Event description:
Related manufacture reference number: 2017865-2022-08961. Related manufacture reference number: 2017865-2022-08962. It was reported that the patient presented in clinic, symptomatic of infection and erosion. The pacing system was extracted on (B)(4) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of infection was not confirmed. As received, a lead was returned for analysis. Final analysis did not identify any anomalies.